Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right elbow was revised due to the large ulna component being broken in half. Intra-operatively, the stem was found to be floating loose in the bone with nearly no evidence of stryker cement in the bone. Additionally, the patient is a mechanic and performs heavy manual labor. A 120mm large ulna component was revised to a 100mm component due to back orders on the 120mm component. Rep reported that x-rays, medical records, and additional information are not available.